Event description:
The physician was unable to remove stent in clinic. He had to take patient back to operating room. Stent was encrusted from top to bottom of stent. He had operating room staff on standby to remove the patient's kidney.

Manufacturer narrative:
The device will not be returned from the facility, no visual or physical evaluation will be performed. The physician has indicated he was unable to remove the stent at the clinic and at this time the patient was taken to the operating room for removal of the stent. Following the removal of the stent in the operating room,the physician indicated the stent contained calcification (encrustation) the length of the stent. Most likely the calcification has caused difficulty experienced by the physician noting additional information has been requested without response. Information that is supplied with the device states: individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscope, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.